Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The investigation revealed that the failure was caused by a fractured and cold solder joint at a flash rom ic (integrated circuit - chip) on the main board. With the loss of the output signals from the ic chip, the device could not complete its initialization. To resolve the issue, the solder joint was resoldered. Upon completion of the repair, the device performs to specifications.

Event description:
The device will not turn on. No patient involvement.